Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the target lesion was the mid right coronary artery (rca) which had mild tortuosity, mild calcification, and 90% stenosis. Percutaneous coronary intervention (pci) was performed in the mid rca to the mid distal rca. As thrombosis was observed in the mid rca, side-branch protection was required. Thus, three guidewires, two of which were bmw universal guide wires and one from another company, were placed in the side branches of the distal rca. Then, in order to pre-dilatate the mid rca, a balloon catheter (other company's) was advanced over the bmw universal guide wire in question, but the guide wires became tangled and the balloon catheter could not be advanced to the lesion. Thus, an attempt was made to remove the balloon catheter, but the catheter got trapped and could not be removed. The bmw universal guide wire and the balloon catheter were removed together, however, resistance was met when withdrawing the devices. When the devices were finally pulled proximal, the distal end of the guide wire and the distal end of the balloon catheter could not be found. They were found inside the y-connector. No additional event or pt info is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core, polymer coating, and coils. There was no contrast visible. The core was separated at the distal end of the hypotube. There was .5 mm of core extending from the hypotube. There was a bend in the shaping ribbon 5.5 mm proximal to the tipball. The balloon catheter was returned with the guide wire. The balloon separated 7 mm distal to the proximal seal and returned on the guide wire. The outer diameters of the guide wire were unable to be measured due to the guide wire being separated. No functional testing could be performed due to the guide wire being separated. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.